Event description:
The customer reported obtaining failing white blood cell (wbc) background for the daily checks on the unicel dxh 800 coulter cellular analysis system. There were no reports of injuries, erroneous results or change in patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse confirmed a small contained leak of diluent from manifold 204. The fse was wearing personal protective equipment consisting of gloves, eyewear, and laboratory coat when the leak was discovered. There was no direct contact with the leak. The fse replaced the manifold to resolve the leak and the wbc background issue. After replacement, the system was failing reticulocytes and differentials background. The fse replaced the flowcell sample line to resolve the failed reticulocytes and differentials background issue. The fse observed that the clenz cleaning agent was not being removed during the shutdown procedure, and replaced the fmi pump 206, resolving the issue. (B)(4).